Manufacturer narrative:
The customer is unsure of the exact lot number as it was discarded after the procedure. The lot numbers on hand at the time of the event were 0715a and 0318a. Containment actions are not applicable as the items in inventory cannot be tested for functionality, as all items in stock are sterile. All items are inspected at bovie and symmetry surgical. The final release inspection records were reviewed for lot number 0715a and 0318a. The final release paperwork confirmed that the items in each of these lot numbers were found to be within conformance prior to shipping to the customer. Because the product cannot be returned and pictures were not provided, a true investigation cannot take place. (B)(4). This tip of this device is very malleable and delicate, therefore, it can very easily become damaged during use or storage. No further actions are required. This report can be seen as the final report. If additional information is obtained that alleges any other patient involvement or the need for corrective actions, a follow-up report will be submitted.

Event description:
The customer alleged that during a procedure, the tip broke off of the cautery pen and was stuck in the nail of the patient, causing a burn under the nail. There was no futher patient injury.